Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Budrejko, szymon, et al. (2023). "Application of novel technologies in cardiac electrotherapy to prevent complications." Diagnostics 2023, 13, 1584. Https://doi.org/10.3390/diagnostics13091584. It was reported in this journal article that a patient implanted with an implantable cardioverter defibrillator (ICD) system in 2010 underwent surgical intervention in 2021 due to right ventricular (rv) lead dislodgement. In summary, the patient was admitted to the hospital with suspicion of cardiac device-related infective endocarditis (cdrie) based on a transthoracic echocardiogram (tte). Lead dislocation into the pulmonary artery (pa) was revealed in tte and was confirmed via transesophageal echocardiogram (tee) and chest x-ray. The patient qualified for a rv lead replacement and was screened for subcutaneous implantable cardioverter defibrillator (s-ICD) implant. Subsequently, the patient underwent a revision procedure, and their ICD system was explanted and replaced with a s-ICD system. No additional adverse patient effects were reported in the journal article. It was noted that the culture of the explanted rv lead was negative, and there were no signs or symptoms of infection observed post-surgery. Of note, the model and serial number of the rv lead are unknown at time of report submission. The ICD implanted in 2010 was a boston scientific teligen 100 device.